Event description:
Pt underwent placement of tunneled central venous access device on (B)(6) 2012, for dialysis. On (B)(6) 2012, the catheter was removed due to possible infection. On (B)(6) 2012, pt underwent foreign body retrieval of the polyester cuff from the cuffed dialysis catheter.